Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
I am waiting on returned call from (B)(6). The only information provided so far is that the tip of the hemopro 2 broke off. The device is returning but I need more information from operator. Third of three separate complaints. The only information I have is the account number, hospital name and surgical prod coor name and number, left her a voicemail